Manufacturer narrative:
Associated with argus case us2016167141, polident denture cleanser tablets.

Event description:
Drank a big gulp of her polident solution [accidental device ingestion] this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) female patient who received double salt denture cleanser (polident denture cleanser tablets) tablet (batch number 02015gmk, expiry date unknown) for oral hygiene. On (B)(6) 2016, the patient started polident denture cleanser tablets. On (B)(6) 2016, less than a day after starting polident denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant) and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser tablets. Adverse event information was received on (B)(6) 2016. The consumer reported that she drank a big gulp of her polident solution (accidental device ingestion and accidental ingestion of drug). She thought it was her water. She drank a cup of water after she swallowed the polident solution. This happened about a hour ago. She noted she did not feel sick.